Manufacturer narrative:
MFR control no ii980038. The sample has been returned to arrow. Examination of the returned sample revealed that there was dried blood in the central lumen. Central lumen occlusion is a recognized potential occurrence with any iab catheter, and there is only a remote potential for any pt injury.

Event description:
It was reported that the central lumen of the iab became blocked during insertion. The pump gave an improper waveform, and the catheter was flushed with heparin, with no resolution. The iab was removed and replaced without complications.